Event description:
It was reported that the user experienced difficulty deploying a 23-inch teflon 6 mm inset infusion set and completing a cartridge change, resulting in multiple failed insertions and the need to switch to a different infusion set type; troubleshooting and education were provided, including rewinding, replacing the cartridge, attaching new tubing, performing fill tubing steps, applying a new infusion set, and filling the cannula. No reported symptoms. Outcomes included restoration of insulin delivery after successful application of the alternate infusion set and resumption of therapy. Investigation included guided step-by-step troubleshooting and confirmation of correct setup sequence for the infusion set, connector, tubing, cartridge, and cannula fill. Investigation of this case revealed that the infusion set was initially deployed incorrectly and the setup process was not executed correctly until additional coaching and a change to an alternate infusion set were completed. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.